Event description:
It was reported, the catheter had a micro tear. A dye study confirmed the leak and it appeared that there was a leak around the anchor. A catheter revision was planned. It was later reported that the patient experienced increased pain (loss of pain relief from the pump). The hcp was unable to aspirate the catheter during a dye study. The catheter was explanted and replaced. The patient status at the time of the report was alive, no injury, no adverse event. The pump was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the catheter found catheter body broken. Analysis found damaged/hole on the distal side of the returned catheter.